Manufacturer narrative:
Supplemental to update codes, analysis of the implantable neurostimulator (B)(4 ) found that it was functionally okay with insignificant a nomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event is now reportable for serious injury. Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v002869 implanted: (B)(4) 2006: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported the patient had a lead revision scheduled and when the healthcare professional (hcp) opened the ins pocket, there was a large dent on the device. The rep stated the patient was having a shocking sensation at the ins site when stimulation was turned on. The rep reported the patient was getting good therapy. The lead was showing impedances of >40,000 ohms prior to surgery in contacts 4-7. The rep stated when they attempted to replace the lead, part of the lead was frayed and broke off where the lead/extension site was. The hcp was able to retrieve the broken piece and removed it. It was mentioned the 4-7 lead tail was not connected to anything. It was reported all of the explanted components would be returned. The ins was replaced and the 4-7 lead tail was currently not being used. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, multiple back operations and spinal pain via a manufacturer¿s representative (rep). The rep reported that sometimes upon getting out of bed, the patient felt like stimulation got very strong. The rep reported that the patient denied any falls. The rep reported that impedance 0-3 was greater than 10,000 ohms and had not used these contacts since (B)(6) 2014. The rep reported that all impedance 8-11 were within normal limits. The rep reported that they tried to reproduce the complaint of stimulation intensity change without success. The rep reported that they rechecked impedance in offending position palpation and still was within normal limits. The rep reported that electrode and group impedance was within normal limits. The rep reported that the patient was reprogrammed. The rep reported that they had the patient move in and out of position that would occasionally cause intensity change and no change was noted. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.